Manufacturer narrative:
The device was returned to omsc for evaluation. The evaluation confirmed that there are several scrapes in the inner surface of instrument channel at the locations of the bending section. Furthermore, a part of the video connector was slightly corroded, and there was the slight dent on the insertion tube. There was no visible adherence of foreign matter on the device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Based on the information from the user facility, insufficient reprocessing of the device and inappropriate storage possibly contributed to the cause of the detection of microbes from the patients and the device could not be ruled out. However, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that sputum samples collected from two patents using the suction channel of the subject device tested positive for multidrug-resistant pseudomonas aeruginosa (mdrp). The samples were collected on the night of (B)(6) 2018, and the morning of on (B)(6) 2018. Then, the user facility conducted a microbiological testing for the device on (B)(6) 2018, and pseudomonas putida was detected from the sample collected from the suction channel of the device. In any case the number of microbes is unknown. The device had been reprocessed using a non-olympus automated endoscope reprocessor model endoclens neo manufactured by johnson & johnson with phtharal. The device had been used for sucking sputum at the user facility. Both of the two patients had been suffered aspiration pneumonia and they had stopped using antibiotics before the event. Therefore, it was reported that the mdrp detection have not affected the treatment policy of the user facility. Both of the two patients have no symptoms of infection and have not received any additional treatment. The user facility had not used the device for the two patients before the event. No microbe was detected from other sputum collected from other two patients using the device between the subject two patients. . An olympus representative visited the user facility to assess the reprocessing and storage of the device. The device was not stored within the cabinet but hung from an endoscope trolley at the corridor of the hospital ward. There was no partition such as a curtain between the endoscope storage space and the corridor. Furthermore, the user facility had a perception that the irrigating during pre-cleaning and the brushing during manual cleaning were insufficient. Olympus is submitting MDR according to the number of the patients who tested positive for microbes. This is 2nd of 2 reports.